Event description:
The image went black during the procedure. The dr finished the procedure with another scope. There was no pt injury. This is being reported in an abundance of caution.

Manufacturer narrative:
The colonoscope went black during the procedure. The procedure was completed with another scope. There were no reported injuries to the pt. No other info is available at this time.